Event description:
Revised a left triathlon tibial insert from 5x9 to 5x13 due to pain/instability.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.